Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the c-ring broke off from the device. The broken c-ring was retrieved through the original incision without difficulty. No additional incisions were required. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.